Event description:
During testing when unit door is shut and pump is not infusion, fluid flows freely through tubing.

Manufacturer narrative:
Investigation found that fluid ingressed the pump causing it to not be operable and repairable. Complaint could not be confirmed.